Event description:
Customer reported the unit goes into a 'no output' alarm condition after operating for a period of time. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.